Event description:
It was reported that the user experienced elevated glucose after disconnecting the ilet system for a shower while using a contact detach steel infusion set; glucose had been stable prior to disconnection, the site appeared normal upon removal, and the user replaced all infusion supplies with the cause of elevation unclear. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and self-management with supply change. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed no confirmed device malfunction or component damage and no identified infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.